Event description:
It was reported that the pump fell and was "run over by a lawnmower" and as a result the touch screen became shattered and unresponsive. Customer¿s blood glucose was 225 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.